Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The reporter did not know the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, and a stained end cap sticker.